Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, the customer was experiencing high and low blood glucose. Lows tend to occur during the day and high during night, events have been reoccurring for two weeks. Customer's high blood glucose was 400 mg/dl and low was 56 mg/dl. Troubleshooting was performed for both issues and no anomalies were noted. The cannula was removed and it was noted bent. Customer was advised the crimped cannula may have interfered with the amount of insulin delivered. Customer also mentioned the device was exposed to x-ray machine. Displacement test was performed on the device and it passed. Customer was advised to monitor the device and call back if issues persisted. The device is not returning for analysis.